Manufacturer narrative:
The insulin pump was received with frozen screen and constant tones due to poor solder joints on the mother board. Unable to verify unresponsive button keypad due to frozen screen. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump buttons are not responsive as display screen appears to be locked. Customer installed new batteries but problem does not go away. Customer does not recall any significant events leading to the error. Customer's blood glucose was 167 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.